Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this ...

Event description:
The customer reported via phone call that the insulin pump and meter were no longer communicating. Customer also reported that the insulin pump's history contained multiple error alarms. Blood glucose level at the time of the incident was 4.3 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 49 or pump error 68 noted. The insulin pump was unable to connect with bg meter, problem isolated to pcb2. The insulin pump was received with minor scratches on lcd window.